Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. As received, the monitor would not power on. Upon evaluation, the monitor exhibited a failure at bga component u500 on the computer/analog board sn (B)(4). The root cause for the bga failure could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor would not power on.